Manufacturer narrative:
(B)(4). Revision surgery. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with residual pain and is felt to have an incomplete fusion. The patient was preoperatively diagnosed with lumbar radiculopathy with discogenic pain and incomplete fusion and underwent the following procedures: anterior lumbar interbody fusion with instrumentation l4-5. Lordotic bak cages times two, 17 x 24 mm. Polymorphogenic protein. Removal of anterior hardware. Exploration and fusion. Intraoperative fluoroscopy. Intraoperative ssep and emg monitoring. As per op-notes¿ two cages were threaded into place after being filled rhbmp-2/acs. Intraoperative fluoroscopy was utilized to plan the trajectory and place the cages. Final images were obtained and interpreted and saved for the final record. Copious irrigation was performed prior to placement of the cages and rhbmp-2/acs.¿ on (B)(6) 2007: the patient was pre-operatively diagnosed with lumbar radiculopathy with discogenic pain. Painful hardware and underwent the following procedures: revision fusion, right l4-l5. Exploration of prior spinal fusion. Removal of danek posterior pedicle screws l4-l5. Percutaneous bone marrow aspiration bilateral iliac crests with harvesting and transplanting for stem cells with cancellous bone substitute,. Intraoperative fluoroscopy. As per op-notes¿ on the left we saw a fairly good bone mass between the transverse processes. On the right side there was a pretty good bone mass distally but did not quite make it to the l4 transverse process. Therefore, we decorticated that area. We regrafted it for revision fusion.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.